Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had a low battery percentage despite changing the battery. Customer reported crack at the top of battery compartment underneath where the cap was supposed to screw on. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged low battery life or low battery alert and cosmetic damage located at the top of battery compartment found on august 11, 2022. Device was received with a cracked battery tube threads. The device passed the self test, displacement test, active current measurement and sleep current measurement. The pump was monitored for several hours and no unexpected low battery life or low battery alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: august 11, 2022 17:30:28.000. Low battery alert was recorded and found in the formatted history file on: august 11, 2022 15:55:00.000; august 11, 2022 17:32:00.000. Upon checking on the power data/detail trace file, low battery alert unloaded vaa voltage (battery voltage) of 1512v and 1.508v. Low battery alert was unexpected since the customer was using a good battery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the boards, force sensor, motor and vibrator assembly noted. Low battery alert was confirmed, suspected on electric boards. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the top of battery compartment. Low battery life or low battery alert was confirmed, suspected on electric boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.